Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) displayed an error message of patients cable connected incorrectly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6), event site mail: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the tidal volume disk and pcb, front end, rohs, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.